Event description:
Problems with two foley catheters. When tested, first balloon prior to insertion, would not deflate and was thrown away. The second one inflated and deflated when tested. Inflated balloon was inserted. When turned to connect to bedside drainage, foley was out and balloon was deflated.